Event description:
It was reported that prior to starting a da vinci prostatectomy surgical procedure, it was noted that the wire on the prograsp forceps instrument was frayed. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation could not replicate the customer reported complaint. Visual inspection showed no frayed wires at the distal tip/ wrist of the instrument. Failure analysis investigation also found the instruments grip cables were broken. One pair of grip cables were loose, but not visibly broken at the wrist. One grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the back-end. The housing was removed to find one grip cable broken near the back idler pulleys cable groove. Clamping pulleys exhibit white residue around cable grooves. Other back-end cables are not damaged. No other damage was found.